Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the tibial nail procedure for a patient with a fractured tibia, the tip of the flexible shaft broke off in the medullary reamer head. The surgeon reversed the reamer head and retrieved the fragments using unknown pick-ups. The surgeon pulled the tip of the reaming rod out of the canal which pulled the reamer head and fragment to a point where the surgeon used unknown pick-ups to retrieve the head piece of the broken reamer. They were removed easily without additional intervention. There was a surgical delay of four to five (4-5) minutes. The procedure was completed successfully by opening a second flexible reamer set. There was no patient consequence reported. Concomitant device: reaming rod (part# 351.706s, lot# unknown, quantity 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 2 for (B)(4).